Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for loose IV shield was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd was unable to confirm the customer's indicted failure mode. There were neither sample nor photo available for evaluation. Based on this investigation, a root cause could not be determined within the scope of this evaluation.

Event description:
It was reported that the bd vacutainer® push button blood collection set had a needle that was not covered by the plastic sheath. No injury, blood exposure or medical intervention reported.